Manufacturer narrative:
No pt present during event. Computer hardware performance tests conducted, device was evaluated, device failure directly contributed to even. Computer was swapped per RMA, system is now functioning as intended. No pt present during event.

Event description:
A site representative reported the camera goes to black status after sitting idle for an hour. Event did not occur during surgery and no pt was present.